Manufacturer narrative:
The following information had been updated: h.3. Reason code for no evaluation: other. H.3. If other specify:

Event description:
It was reported that during use bd intima-ii¿ closed IV catheter system the tail part of the indwelling needle was broken. The following information was provided by the initial reporter: "the tail part of the indwelling needle was broken during using, the syringe was used as the high pressure contrast syringe".

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 7356352. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use bd intima-ii¿ closed IV catheter system the tail part of the indwelling needle was broken. The following information was provided by the initial reporter: "the tail part of the indwelling needle was broken during using, the syringe was used as the high pressure contrast syringe".